Event description:
It was reported that the patient was asymptomatic. It was noted that noise that was reproducible, oversensing was observed on the right ventricular (rv) lead. The rv lead was explanted and replaced. The patient was stable before, during and after the event.